Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the cable insulation was found expanded. The issue was confirmed due to a faulty charge-coupled device (ccd) unit and moisture found inside the lens. The findings lead to a suspicion of insufficient reprocessing. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported image issues while using a camera head during a procedure. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.